Event description:
The patient became sick at the end of (B)(6) 2012 to first week of (B)(6) 2012 and was hospitalized for 4 days. Numerous tests were ran to rule out pancreatitis etc. And to have his device checked. His doctor checked his therapy and it was on. His settings were adjusted and he felt great up until now. Since (B)(6) 2012, he has been feeling sick again, like he did before in (B)(6) 2012. On (B)(6) 2012, he had a routine epidural to raise his blood sugar but nothing else. His blood sugars have been normal, no new medications since a month ago and no falls/trauma. He has not been exposed to emi either. He experienced nausea, cramping and diarrhea. He would eat and then immediately felt nauseated. He had a procedure years ago for gerd and is unable to vomit due to it. He felt like he wants to "get rid of it" and this goes on for hours and never fully goes away because he continues to eat throughout the day. He felt worse from eating. He has intermittent cramping that causes him to curl up in a little ball from time to time. His doctor sent him for blood work and a stool sample this morning. He was going to get an abdominal x-ray tomorrow. He was at home. Additional information has been requested.

Manufacturer narrative:
Lead model 435135, serial # (B)(4), implanted: (B)(6) 2002; lead model 435135, serial # (B)(4) implanted: (B)(6) 2002.